Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a high blood glucose (bg) level (1200 mg/dl). The customer did not known the cause of the high bg. The treating doctor found no issues with the pump or supplies. There were no alerts or alarms. The customer was treated with antibiotics and intravenous insulin. The customer was treated with oxygen due to chronic obstructive pulmonary disease . Tandem technical support performed a pump system check with the customer and no device issue was identified. The customer was discharged on (B)(6) 2017 with the high bg resolved (200s mg/dl).